Manufacturer narrative:
Lot review: a review of lot# 3427018 showed that (B)(4) units were manufactured, tested, inspected and released in april 2017, citing no exception documents. Visual inspection: received bag#1, three (3) used 01c-c3300, microclave connector, lot# 3427018. Bag#2, two (2) used 01c-c3300, microclave connector, lot# 3427018. Bag#3, three (3) used 01c-c3300, microclave connector, lot# 3427018. Mating device:- one (1) unused, administration set (model unknown). Bag#1, the silicon seal is torn to the edge in three as received samples but no external leakage is observed. Bag#2, two as received microclave connectors have slit propagation but no leakage is observed. Bag#3, three as received microclave connectors have silicon seal stuck down. Engineering summary: the used 01c-c3300 microclave connectors that were returned for investigation were all damaged during use. Leakage was the result of silicone seal and spike damage during use. The unidentified administration set returned did not meet iso design guidance at the distal end of the luer. There was a cylindrical portion at the distal end of the luer. The microclave connector should only be accessed with an iso compliant male luer with an inside diameter between 0.062" and 0.110" which is stated in the "dfu". The conclusion is user error using an incompatable mating deviec(s). ICU medical will monitor and trend.

Event description:
Complaint received regarding 5 each microclave connector, report states: leakages; no adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3427018 showed that (B)(4) units were manufactured, tested, inspected and released in april 2017, citing no exception documents.

Event description:
Complaint received regarding 5 each microclave connector, report states: leakages. No adverse patient consequences reported.